Manufacturer narrative:
The device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient death as no patient identifiers were provided. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On a social media post, a patient's son alleged his father passed away due to issues with their omnipod system. No further information was provided and follow up cannot be completed as no patient identifiers were provided. If additional information becomes available, a supplemental file will be submitted.